Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at the implant of this system, defibrillation threshold (dft) testing failed to covert the rhythm. Approximately six weeks later, a revision procedure was performed to reposition the electrode due to migration. Dft testing was successful; however, an elevated shocking impedance was noted. No additional adverse patient effects were reported.